Event description:
Elective abortion at an outside clinic, for 15 week gestation, about 11/22/93. Presented one wk later with bleeding, cramping and increased wbc. Clinical impression, septic ab. Pathologist found fragments of cylindrical foreign material in uterine curettings.